Event description:
Country of complaint: (B)(6). Pt had an optilene mesh product inserted. Pt claims she has had severe pain and problem with her bowels since its implantation.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Mfg site eval: eval is on-going.